Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert system, model #: unknown, serial #: unknown. Two bwi/sterilmed reprocessed catheter, model #: unknown, lot #: unknown, 10 mm bwi/sterilmed reprocessed catheter, model #: unknown, lot #: unknown. Boston scientific reprocessed duodeca. (B)(4).

Event description:
It was reported that a patient, male, underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a navistar catheter. The patient developed a cardiac tamponade, which required a pericardiocentesis. The patient did not require prolonged hospitalization and was discharged home in stable condition. The patient¿s medical history is unknown. During the procedure, the patient's blood pressure dropped and a stat echo was performed. It was noted that the patient had a pericardial effusion. The type of treatment performed was unknown. The status of the patient was unknown. Upon request, additional information was provided on the event. A transseptal puncture was not performed. The event occurred during the ablation phase. The generator was set to temperature control mode. The power was not titrated during the ablation. Approximately 3 minutes of ablation were performed in the region of the slow pathway. The last ablation cycle time at the site of injury was unknown. It was unknown if any error messages were observed on the biosense webster equipment during the procedure. The sheath used was unknown. It was unknown if the patient received any anticoagulation in the procedure. The patient did require intervention and did not require prolonged hospitalization. The patient had a pericardiocentesis and subsequently showed improvement of symptoms. The physician¿s opinion regarding the cause of this adverse event is that it was unknown but possibly a perforation via the non bwi quadripolar resterilized catheter in the right ventricle.